Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump is damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer states there is cracks near battery compartment. The insulin pump is being replaced and is expected to return for analysis. No further details are given.